Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between (B)(6) and the reported elevated lactate dehydrogenase (ldh) and plasma free hemoglobin could not conclusively be determined. A specific cause for these elevated levels could also not conclusively be determined. The account reported that the patient was admitted for anticoagulation bridging due to a subtherapeutic international normalized ratio (inr). Plasma free hemoglobin and ldh were found to be elevated. A non-device related cause for this event was not identified, but the device was reported to be functioning as intended. The patient would continue their current medication management with a goal of a higher inr. The submitted system controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. No unusual events were seen within the file. The system appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further issues have been reported at this time. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. Section 6 "patient care and management" provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no non-device related causes for hemolysis were identified. The device reportedly operated as expected. The patient would continue on their current medication with an international normalized ratio (inr) goal of 2.0-3.0. The customer reported that the patient did not have any other symptoms.

Manufacturer narrative:
Patient history of two prior pump exchanges are covered under manufacturer report numbers 2916596-2018-01774 and 2916596-2020-04520.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for heparin bridge for a subtherapeutic international normalized ratio (inr) of 1.2. It was noted on his labs that his plasma free hemoglobin was high at 100 mg/dl. Some pulsatility index (pi) events were noted on interrogation. The doctor requested that log files be sent in light of elevated lactate dehydrogenase (ldh) and the patient's history of two pump exchanges. Technical services reviewed the log file and noted that there were no unusual events seen within the files.